Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was in retry mode after data sync completion. A technical support specialist applied the fix on the device and the device was back online fully functional. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not pulling up patient details during a procedure. Customer confirmed that there was no patient harm. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system was not pulling up patient details during a procedure. Customer confirmed that there was no patient harm. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in retry mode after data sync completion. A technical support specialist applied the fix per (B)(4) on the device and the device was back online fully functional. The system functioned as intended after assessed by the technical support specialist.